Manufacturer narrative:
The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain in the left breast," "significantly increased inflammation and a swollen lymph node in the left armpit area".

Event description:
Patient representative reported "pain in the left breast," and stated that the patient was diagnosed with "significantly increased inflammation and a swollen lymph node in the left armpit area". Patient representative additionally reported "sleep, depressive, and anxiety disorders"; these events are not related to the device. The device remains implanted. This record relates to the left side.